Event description:
A healthcare professional reported that during intraocular lens (iol) implantation, after the delivery system was inserted into the patient's eye, the lens failed to advance during deployment as it was stuck in the system. The delivery system with the lens stuck inside was discarded as it had been inserted into the patients eye and didn¿t deploy. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).